Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review revealed no previous service events that would caused or contributed to the reported problem. The cause of the reported issue is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient received a high drain 102 (night drain cycle two) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume.) This alarm occurred at the end of therapy. The home patient¿s largest prescribed fill volume equaled 2000ml and the home patient¿s manual drain volume equaled 4238ml. The home patient¿s total ultrafiltration (uf) equaled 2732ml; the home patient¿s total uf by cycle equaled: cycle five equaled 477ml, cycle four equaled 17ml,cycle three equaled 258ml, cycle two equaled 2238ml, and cycle one equaled -258ml. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.